Manufacturer narrative:
No alleged serious injury. Malfunction alleged. Allegedly, consumer sustained injury to her shoulder and her knee after the shower chair broke into. The consumer has been taking medication for her back prior to the incident. She did not bruise but is in some pain. She also is diagnosed with diabetes. She was not prescribed any additional medication. The consumer did go and see his doctor. The patient is a (B)(6) female. The consumer weights (B)(6). The consumer stability is unknown. The shower chair set up and environmental conditions are unknown. MDR filed for malfunction and medical intervention.

Event description:
(B)(4), received an email from (B)(6) stating consumer (B)(6) purchased a shower chair model no. 9781-1. Allegedly, a newly received replacement shower chair was sat upon and broke, causing the consumer to fall on the floor of the tub hurting her back. The consumer alleges that she sustained a bruise on her elbow and a bump on the back of her head. The consumer stated, she was suffering from a herniated disc at the time of the alleged incident. In addition, the consumer stated she is experiencing a lot of pain. The consumer has not gone to the hospital...

Manufacturer narrative:
No alleged serious injury. Malfunction alleged. Allegedly, consumer sustained injury to her shoulder and her knee after the shower chair broke "into." The consumer has been taking medication for her back prior to the incident. She did not bruise but is in some pain. She also is diagnosed with diabetes. She was not prescribed any additional medication. The consumer did go and see his doctor. The patient is a (B)(6) year old female. The consumer weighs (B)(6) lbs and is (B)(6) inches tall. The consumer's stability is unknown. The shower chair is set up and environmental conditions are unknown. MDR filed for malfunction and medical intervention.

Event description:
(B)(4) - invacare, received an email from spinlife stating consumer (B)(6) purchased a shower chair model no. 9781-1. Allegedly, a newly received replacement shower chair was sat upon and broke, causing the consumer to fall on the floor of the tub hurting her back. The consumer alleges that she sustained a bruise on her elbow and a bump on the back of her head. The consumer stated she was suffering from a herniated disc at the time of the alleged incident. In addition, the consumer stated she is experiencing a lot of pain. The consumer has not gone to the hospital for evaluation.